Event description:
A consumer reports blurry intermediate vision in both eyes following bilateral intraocular lens ( iol) implant surgery. His reports distant and near vision in his right eye is good. Additional info has been requested. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 04/08/2008, 04/10/2008, 04/11/2008 and 04/22/2008 by phone, fax and mail. A completed questionnaire has not been received.